Event description:
Event description boston scientific received information that this transvenous coronary sinus lead displayed and out of range pacing impedance. The patient's wife reported that the lead appeared to have moved in the pocket. The device was reprogrammed, however the impedance remianed out of range. The lead was successfully explanted. An acute bend in the proximal section of the lead was noted at explant. The lead was returned for analysis.